Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery device shaft fractured. The physician was attempting to advance the taxus express2 8.8% 3.00 x 16 mm drug eluting stent through the guide cather when resistance was noted. He removed the stent delivery system from the guide catheter and noted that the shaft was fractured. The physician is unsure if the fracture was there prior to use or if it occurred during use. They used another of the same device and the procedure was successfully completed. No pt injuries or complications were reported.